Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 kept failing repeatedly. A field service engineer (fse) inspected matrix drawer 4 and showed no issues. The sensors were cleaned, and the drawer was checked for debris. The drawer was then opened and closed multiple times through the user application, and all functions were confirmed to be normal. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.